Event description:
Ous MDR - after an implantation period of approximately 51 months, it was reported that the ICD was in eos mode. No adverse patient side effects have been reported. No explant date was provided and there is no mention of any sort of intervention.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned ram dump data from (B)(6) 2016 have been analyzed. The data documented that the ICD therapy has been manually deactivated since (B)(6) 2015. The device declared the eos status on july 30th 2016, confirming the clinical observation. However, based on the information available for analysis, the root cause could not be determined. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. However, no conclusions could be drawn regarding the root cause based on the information available. Should further relevant information or the device itself become available, this investigation will be updated.